Event description:
It was reported that the implantable pulse generator (ipg) was missing single ventricular pacing once per hour. The sensitivity of the device was reprogrammed. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).